Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the package, the water-soluble lubricant was missing.

Event description:
It was reported that upon opening the package, the water-soluble lubricant was missing.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Per visual inspection, it was noted that the pvi had been used by user since the cotton balls were soaked by pvi. How and when problem occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Manufacturer narrative:
The reported event was confirmed as cause unknown. Per visual inspection, it was noted that sample in opened package consist of pvi, tray and cotton ball. Observed pvi has been used by user due to cotton balls has been soaked by pvi. There is no water soluble lubricant in returned sample. Unable to determine how and when problem occurred since some components have been used by user. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" Correction: MFR site.

Event description:
It was reported that upon opening the package, the water-soluble lubricant was missing.